Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation the returned driver was evaluated and confirmed to have a broken tip. Potential cause this event could possibly be attributed to wear through use over time or multiple sterilization cycles. The cause of the damage cannot be determined at this time since there is no information available regarding how the screw inserter was being used or handled at the time of the damage. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use the device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two fractured screw inserters, a deformed plug driver, and a deformed screwdriver assembly were found. They were discovered outside of surgery with no patient present. This is report two of four for this event.

Manufacturer narrative:
Reference reports 3012447612-2021-00207 to 3012447612-2021-00210. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that two fractured screw inserters, a deformed plug driver, and a deformed screwdriver assembly were found. They were discovered outside of surgery with no patient present. This is report two of four for this event.